Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation of a lesion in the left anterior descending (lad) artery with 70% stenosis, heavy calcification and heavy tortuosity. The 2.8x16mm graftmaster covered stent had resistance during advancement with the calcified lesion and failed to cross. The proximal shaft broke into two pieces. There was no resistance during removal and was simply withdrawn. Another same size graftmaster stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) artery with 70% stenosis, heavy calcification and heavy tortuosity. The 2.8x16mm graftmaster covered stent had resistance during advancement with the calcified lesion and failed to cross. The proximal shaft broke into two pieces. There was no resistance during removal and was simply withdrawn. Another same size graftmaster stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device identified that the stent was dislodged and not returned. The account confirmed that the stent dislodged after the device was removed from the anatomy due to intentional manipulation during packaging to be returned and nothing remains in the patient. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.